Manufacturer narrative:
Olympus contacted the user facility via phone and in writing to obtain additional information regarding the reported event, but no further details were provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that there was no video output and the front panel buttons were unresponsive. The top cover and rear panel were bent and deformed due to impact damage. The digital processing board, analog pt board, and connector unit were replaced, and the unit then operated appropriately. The cause of the reported phenomenon could not be conclusively determined, however, impact damage cannot be excluded as a contributory factor. The digital processing board, analog pt board and connector unit were forwarded to the original equipment manufacturer for further evaluation. If significant additional information is provided, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified procedure, the user's device displayed multiple images on the monitors followed by a subsequent complete loss of images. The user facility reported that while attempting to troubleshoot the subject device, the unit became unresponsive. The said procedure was completed with a different video cart. There was no pt harm reported.